Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized on the same day as onset and started treatment with vancomycin 1gm (route and frequency not reported), fortum 1gm (route and frequency not reported), and amikacin 250mg (route and frequency not reported). The cause of the event was unknown. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was unknown. Additional information is not available.